Manufacturer narrative:
Correction: section e initial reporter phone. Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was isolated to a single patient and could not be reproduced after verification, as the all-event report confirmed that the nurse was able to pull the medication and no active patient with the same medication remained for further testing. A technical support specialist reviewed patient status, verified multiple temporary patients and order ids, ran the all-event report, and confirmed successful medication pulls. The specialist communicated findings to the customer, suggested resending the patient and sending a test order for validation, and kept the case open for monitoring. After further discussion with the customer and pharmacy team, it was confirmed that the issue no longer persisted, and the case was closed with instructions to open a new case if the issue reoccurs. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a nurse was unable to pull medication for a patient. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a nurse was unable to pull medication for a patient. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.